Event description:
It was reported that the customer suspected premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012 device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. Two - patient alerts for low battery voltage on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:03.